Event description:
The customer stated a patient that was (B)(6) and on medication, generated a nonreactive result of (B)(6) on the architect (B)(6) qualitative assay. The sample was (B)(6) on the acon rapid test and generated both a nonreactive (B)(6) on the axsym (B)(6) assay. No impact to patient management was reported.

Manufacturer narrative:
(B)(4); false negative result; no consequences or impact to patient this report is being filed on an international product, list number 1p97, architect (B)(6) qualitative, that has a similar product distributed in the us, list number 1l80, architect (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The discrepant results could be associated with an instrument or a sample specific issue, ie fibrin or interference substances in the sample. When reagent lot 03372lf00 was tested inhouse, clinical sensitivity testing using seroconversion panels generated comparable results to historical architect hbsag results demonstrating that the performance of lot 03372lf00 is as expected. A review by the abbott associate medical director of the patient history and test result profile for other platforms, acon and axsym, concluded that differences in correlation between different methods can be due to: the number of label molecules conjugated to the protein can directly affect the binding site for the various epitopes. Differences in assay kinetics wash efficiencies across platforms leads to differences in concentrations measured for the same sample which also affects correlation. Curve shape and linearity. In addition, it is possible that (B)(6) patients can become (B)(6) when undergoing treatment. Without a return sample no further evaluation was possible. Based on the evaluation performed, including sensitivity analysis for architect hbsag qualitative reagent 1p97-30 lot 03372lf00 this complaint investigation has concluded that reagent lot 03372lf00 is performing acceptably.